Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, concentric, de novo, 90% stenosis in the proximal right coronary artery. Reportedly, the 4.5 x 8mm rx nc trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at first inflation of 8 atmospheres. A 4.0 x 8mm nc trek balloon catheter was used to complete pre-dilatation. The procedure was completed after deployment of a 3.5 x 18mm xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency